Manufacturer narrative:
Results: the handle was undamaged. The nose cone was removed from the handle body, and no damage was observed. The nose cone funnel was measured with pin gauges and was within specification. Conclusions: evaluation of the returned handle revealed an undamaged, functional device. The nose cone was removed from the handle body, and no damage was observed. The nose cone funnel was measured with pin gauges and was within specification. The handle was tested on a handle test fixture and performed within specification. The root cause of the detachment issue experienced during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01875 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01875.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician placed and detached a smart coil in the target vessel using the handle. The physician then advanced another smart coil into the vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the handle was removed. The procedure was completed using a new handle, the same smart coil and additional smart coils. There was no report of an adverse effect to the patient.